Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the nozzle had foreign matter attributed to insufficient cleaning. Additional evaluation findings were as follows: due to clogging of the nozzle, the air and water supply volume and the water removal ability did not meet the standard value, water tightness was lost due to wear of the zoom lever, the light guide was cracked, the bending section cover had a chip and due to adhesive peeling on the bending section cover insulation, the resistance value at the distal end did not meet the standard value, both the play of the up/down (u/d) knob and the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the suction cylinder had paint that was peeling and had been scraped with a cleaning brush and was shaved, the control unit had discoloration, the electrical connector was discolored due to water leakage, and the connection tube had a wrinkle. The following parts had scratches: plastic distal end cover resin, lock engagement lever and knob, u/d knob, right/left knob, switchbox and switch 1, control unit, connecting tube, objective lens, flexibility adjustment ring, universal cord, protector of universal cord on the scope connector side, scope connector, scope connector cover, scope cover, and grip. The device was not inspected, cleaned, disinfected, or sterilized before being sent back to olympus. The customer did not know what the foreign material was. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 12 years since the subject device was manufactured. The foreign material could not be identified. Based on the results of the legal manufacturer's investigation, a conclusive root cause of the event "foreign matter in the nozzle" could not be determined. The operation manual (operation) describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. [Inspection of the objective lens cleaning function] inspection of the air/water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the evis lusera colonovideoscope failed to inflate/can't supply air. The issue was found during a diagnostic procedure and another device was used. Inspection and testing of the returned device found foreign matter in the nozzle attributed to insufficient cleaning. There was no report of delay or harm to the patient or user. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.